Manufacturer narrative:
The device was not available to be returned.

Event description:
Pt with an increase/flareup in her crohn's disease symptoms within 24 hours after orthovisc first injection. Symptoms include: same day diarrhea, metal taste in mouth, difficulty sleeping, nausea, vomiting, headache, elevated eosinophils on blood test, no increase in pain or swelling in the knee noted. Pt received steroid injection 1 week after orthovisc injection. Pt is resolved.